Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the loading unit was pre-fired and engaged in interlock. The loading unit was loaded into a post market vigilance instrument for functional testing and produced acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, in order to prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoidectomy, the jaws of the reload locked on the tissue but did not fire. The reload was able to be opened normally with no injury to the patient. To correct the issue, another reload was used. No extension in surgical time.